Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead fell from the appendage a couple years ago at an unknown date. The patient was asymptomatic to the dislodgement. Due to the dislodgement, noise and high pacing threshold were observed. The lead was capped and replaced on (B)(6) 2017. The patient was fine before, during and after the procedure.